Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ based on the results of the investigation, it is believed that the reported event occurred as a result of excess force applied to the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as chevron marks and scratches were noted along the device. Additionally, the forceps cover glue was peeling and the customer label on the ultrasound connector was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope was experiencing bending manipulation and insertion tube defects. According to the initial reporter, the tube had scratches on it, causing ridges along the sheath. This event occurred during routine inspection and had no patient involvement.